Event description:
Attempt made to insert triple lumen catheter in right subclavian. Pt felt like she would pass out. Pt hypotensive. Catheter removed immediately. Normal saline and dopamine hung. Approx 1 1/2 hrs later, pt deteriorated, coded and expired. Medical examiner ruled case accidental death due to complication of catheter insertion.